Manufacturer narrative:
Patient specific ages were not provided; age range 49-89 years, therefore average age of 70 years was used. Patient sex was not provided. There were 11 males and 9 females; therefore male was used. Patient weight was not provided by the journal article author. Event date is approximated as the exact dates were not made available. Study time frame was october 2011 through may 2012, therefore 05/31/2012 was used. Citation: qiao l., zhu h., tao w., hu y., & li y. (2012). Technique of radiofrequency thermocoagulation foramen ovale puncture for trigeminal neuralgia under neuronavigation guidance. Chinese journal of pain medicine, 18(10), 635-637. Doi:10.3969/j.issn.1006-9852.2012.10.016 multiple attempts have been made to obtain additional information. No additional information has been provided. Based on clinical knowledge postoperative nausea and vomiting and swelling and bruising around puncture site are known inherent risks of procedure. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer.

Event description:
Per attached article, the authors reported use of a navigation system and there were patient events reported. The article is in (B)(6) and was summarized by a medtronic representative. The study included 20 patients with trigeminal neuralgia where 14 patients had symptoms on the right side, 6 on the left side. There were 11 males and 9 females with an age range of 49-89 years. The study time frame was october 2011 through may 2012. Adverse events reported in the journal article were postoperative nausea and vomiting in 2 patients, and resolved in a few hours. One patient had swelling and bruising around the puncture site. There was also one patient with weakened jaw muscle, currently undergoing long-term follow-up. Long-term follow-up is reported to be ongoing with the patients at time of publication. Due to phrasing, it is not specified if with all patients or just the one who had jaw muscle weakness. No further details were provided or additional information on adverse events, interventions and outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.